Event description:
A review of service data detected a reportable event. During servicing, the driven ground relay of monitor sn (B)(4) was non-functional. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor's driven ground signal was non-functional due to an open resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.